Event description:
It was reported that high impedance was observed on the lead during implant. The lead was removed and replaced.

Manufacturer narrative:
No medwatch form was received. Evaluation description: final analysis showed normal lead characteristics.